Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon did not inflate was confirmed. As received, the balloon latex appeared deteriorated. Multiple cracks were evident on balloon latex. Leakage was observed through the cracks on the balloon. Cracks appear not matching. Through lumen was patent without any leakage or occlusion. Finally, no other visible damage was observed from catheter body. The manufacturing records were reviewed and there is no indication of a related nonconformance, all process parameters were met and inspections passed successfully. An engineering investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complain. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, the balloon did not inflate. There was no allegation of patient injury. The device was received for evaluation. As per product evaluation results, multiple cracks were evident on the balloon latex and cracks did not appear to match at the ruptured location. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. There are controls established in the manufacturing processes to detect the condition evaluated such as the balloon visual and inflation inspection and the final inspection. Furthermore, the IFU contains instructions regarding the packaging and its storage conditions.